Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. Customer stated their insulin pump only delivered 9 units out of a 13.4 unit bolus delivery when the no delivery alarm occurred. The customer's blood glucose was unknown. Troubleshooting did not occur as the customer reverted back to their old insulin pump while using the same infusion set. The customer also declined to troubleshoot. Customer stated they would call back if the alarm persists. No additional information provided.